Manufacturer narrative:
Mnav rep suggested the surgeon use another system which the site had, with the correct capabilities. Per software eval, not a software issue. The dr used the application in an off label way and was unsuccessful. The cranial application does have instruments for this procedure that the site did not have. Software functioning as designed. No impact on pt outcome reported.

Event description:
Medtronic rep reported that he was covering a cranial surgery. The surgeon completed the tumor resection successfully and then wanted to place a catheter in the pt's brain. The surgeon did not have the pci probe to do this and wanted to use the passive planer blunt to set the trajectory and perform the surgery. The medtronic rep informed the surgeon that this use was off-label use and that if he wanted he could use the axiem that they had on the site instead. The surgeon did not want to use the axiem and continued to use the passive planer blunt. The surgeon was unsuccessful in inserting the catheter after several tries. The medtronic rep, again, advised the surgeon that the use was off-label use of the medtronic product and informed the surgeon of the intended use of the instruments. There was no impact on the pt outcome. Medtronic navigation is filing this MDR to ensure visibility to a procedure that utilized medtronic navigation's stealthstation treon treatment guidance system in a manner not approved or supported by medtronic.